Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the label printout was too light, preventing successful barcode scanning. A technical support specialist (tss) navigated to the printer properties, and reviewed the configuration settings. It was identified that the print mode was incorrectly set to thermal transfer instead of direct thermal. The tss updated the settings in both preferences and default preferences to the correct configuration. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the label printout was too light, preventing successful barcode scanning, which located on nsdu. There were no delay, no adverse events or injuries reported based on this event.